Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving dilaudid, clonidine, and bupivacaine at concentrations of 3.0 mg/ml, 250 mcg/ml, 30 mg/ml and doses of 0.4998 mg/day, 41.65 mcg/day, 4.998 mg/day via an implanted pump. The indication for pump use was non-malignant pain. It was reported the patient's husband contacted the clinic on (B)(6) 2016 and reported a (B)(6) infection. It was noted that the infection should not spread to the pump site since the patient is not septic. The patient reported severe pain as well on (B)(6) 2016 and had their pump rate increased by 25% on (B)(6) 2016. The patient had the hydromorphone removed and fentanyl was added to the pump. No resolution was noted for the infection.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study indicated per the patient's medical record, a phone call documented by a medical assistant stated 'the patient's husband phoned in today stating that patient has (B)(6) infection and is now on nitrofurantion for seven days. She was originally tested for a uti which positive and she was placed on cipro.' There was no cause documented for the infection. It was unknown if the infection resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.